Event description:
It was reported that the device illuminated the service indication and logged event codes in the memory. Physio-control evaluated the device and found that it would not complete charging to the selected energy and would disarm itself. The device was not able to provide defibrillation therapy in the reported condition. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined the cause for the malfunction to be an electrically shorted capacitor, designator c106.